Manufacturer narrative:
Patient information not available at the time of this report. The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. Fault has been isolated to the position sensor having intermittence on the main board. As a result, main board requires replacement. A replacement part was sent to the site and the issue was resolved. The system checkout at the site showed no anomalies.

Event description:
A medtronic representative reported that said the cycling beeps recurred with the stealthstation. The camera was consistently display black status. The medtronic representative reported that the case they were in was not affected. He said the surgeon does not use the camera when using framelink and only uses it to plan. The surgery was successfully completed with the use of the stealthstation. There was no patient impact.